Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that an atrial tachy response (atr) episode was stored as a result of noise and oversensing with this pacemaker and another manufacturer's right atrial (ra) lead. The pacing impedance measurements were within normal limits. Boston scientific technical services (ts) recommended turning off the respiratory feature associated with this device. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the health care professional (hcp) indicated that the respiratory feature was turned off. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received from the health care professional (hcp) indicated that the respiratory feature was not turned off, but was instead programmed to passive. Subsequently, the patient had a twenty five minute atrial tachy response (atr) episode. Boston scientific technical services (ts) reviewed the pacing lead impedance trend and noted there was an abrupt increase from approximately 600 to 1,322 ohms in july 2017.